Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28. Case information including surgeon's information, or related patient information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 baby gorilla/gorilla plating system on (B)(6) 2020. The hx10 r3con long solid driver was reported to have broken during surgery.